Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's programmer displayed" replace generator soon message" ipg was still providing therapy. It was noted that the patient uses tonic stimulation and requires high amplitudes for effective stimulation. As such, surgical intervention took place on (B)(6) 2024, where the ipg was replaced, and therapy restored.

Manufacturer narrative:
B3 - date of event is estimated.